Event description:
Customer reported the round part on the toothbrush head that spins flew off when she turned the brush on and started to brush her teeth.

Manufacturer narrative:
The product reported is spinbrush pro clean medium replacement heads (B)(4). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.